Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pacemaker exhibited an inappropriate ventricular noise reversion episode. This was due to the programmed settings. Programming changes were discussed, but it was decided to monitor the situation. Also, noise was noted on the patient's right ventricular lead. Programming changes were made. Related manufacturer reference number: 2017865-2019-12405.